Manufacturer narrative:
Date of event, implant date: dates estimated. The patient deaths and additional adverse patient effects referenced will be filed under separate medwatch report #s. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined a conclusive cause for the reported patient-device incompatibility/malposition cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided.

Event description:
It was reported through a research article identifying xience sierra that may be related to the following: patient death, thrombosis, dissections, malapposition, revascularization, and rehospitalization. This article summarizes clinical outcomes of 70 patients that were treated with xience sierra stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "optical coherence tomography to guide percutaneous coronary intervention of the left main coronary artery: the lemon study."